Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc2avr1-delsys] (serial: (B)(6). D9: yes, return date: 18-nov-2024 h3: yes product event summary: the delivery system was retuned without the device, the tether and the tether pin, and analyzed. Analysis indicated the lumen of the delivery system was torn. The bond of the inner boss of the delivery system released from the inner shaft. There was a deployment issue with the delivery system. The delivery system stability member was kinked/buckled. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The inner boss of the delivery system was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant on first attempt the  the leadless implantable pulse generator (ipg) dislodged and "got stuck in tricuspid valve". The physician noted that the delivery system "felt strange" and the lock button was not normal. The ipg was placed successfully on second attempt. No patient complications have been reported as a result of this event.